Event description:
The user facility reported that an employee tripped over the auxiliary pump pedal door located at the bottom of their 4085 surgical table and fell. The employee obtained a fractured wrist. Report of procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found that the auxiliary pump pedal door was difficult to open and close due to foreign material being lodged in the pivot hinge. Additionally, the technician learned that the auxiliary pump was not in use at the time of the reported event. The door had been left open from a previous use of the pump. The technician cleaned the affected area and applied lubricating oil. Following these repairs, the technician tested the table, confirmed it to be operating according to specification, and returned it to service. The 4085 surgical table was manufactured in 2014 making it approximately 11 years old. The table is not under steris service agreement for preventive maintenance; the user facility is responsible for all maintenance activities. The 4085 surgical table operator manual states, "return backup control system when situation has been corrected and normal surgical table operation is available, replace backup control system as follows (see figure 5-7): 1. Turn backup hand control face down. 2. Wind cable and place under controller. 3. Slide controller and cord back into table base. 4. Fold pedal back to original position." A steris account manager counseled user facility personnel on the importance of closing the backup control system when not in use, as well as the importance of conducting proper maintenance. A 3-year complaint review determined this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.